Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient friend reported "rupture was found in the implant." This record relates to her patient's friend a. This for an unknown side. The device remains implanted.